Event description:
It was reported that during insertion of variable angle (va) screws to the plate by power-drive, the va screw was run through the shaft side hole. In this hole, the doctor used a drill-sleeve and changed to a ti rocking screw. The procedure was completed. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual examination showed that the locking thread was badly damaged due to mechanical misuse. It was determined that too high applied mechanical force may have caused the damage. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.